Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device had been reprogrammed after the episode where the patient was inappropriately shocked four times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The patient felt lightheaded prior to the two inappropriate shocks. The patient's beta blocker dosage was doubled. The following month, the patient received two more inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The patient felt lightheaded and nauseated prior to the second shock. The patient had recently decreased their previously doubled beta blocker dosage due to dizziness. Due to this second occurrence, the dosage was halved and the patient was to take the reduced dosage twice daily. Approximately ten days later the patient was inappropriately shocked four times due to atrial fibrillation (af) with rapid ventricular response. The patient was electively hospitalized for beta blocker loading. The patient's beta blocker dosage and frequency were adjusted and the issue was reportedly resolved. The crt-d remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.